Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm during bolus on the insulin pump. Customer stated that the buttons on the insulin pump became hard to press and that they were not working properly. Blood glucose level was 288 mg/dl at the time of the call. No further information was provided.